Event description:
It was reported that there was a ventricular lead polarity switch seen on the remote transmission. The clinician noted there was some ventricular high rate (vhr) episodes they felt were electromagnetic interference (emi). The patient will be brought to the clinic and the device will be reprogrammed. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2008; 5076-52, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).